Event description:
The pt had bilateral augmentation in 1977 using the co's device. The pt did well until the last six to seven years when she developed fatigue, achiness on the left which extends to the shoulder area and axilla. She also has been getting a lot of headaches with morning stiffness in the arms and legs. She has had persistent rash aspect which was itching. Both implants are ruptured intracapsularly both on xeromammogram. Examination and ultrasound examination. As a result of system symptoms, rupture and pain, it is medically necessary to remove both implants and do a total capsulectomy which is necessary because the capsules contain calcifications.